Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxi 800 access immunoassay system (dxi 800) generated an erroneous bhcg result. Customer reported the erroneous result was not reported out of the laboratory. Customer reported there was no harm to the patient or change in patient treatment. Customer reported that access bhcg reagent, lot 270064, and access bhcg calibrators (s0-s5), lot 118621, were used in conjunction with the dxi 800 system. Bec field service engineer (fse) found the wash tower for the sample probe was clogged. The fse replaced the wash tower nozzle. The fse verified the performance of the instrument per standard protocols.